Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were falling out of the jaws before they closed. There were no patient consequences reported. Procedure was prolonged by five minutes. Procedure was completed with same like device.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Which firing of the device did this event occur on? Unknown. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Unsure. Was there any torquing or twisting of the device present at the time of firing? Nothing abnormal. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No. Does the patient have any relevant history of surgical treatments? If so, what? No. Did somebody other than the primary surgeon fire the instrument? If so, whom? No. Did the clip fall into the patient? Yes. If so how was the clip retrieved? Grasper. Did the retrieval of the clip alter the procedure or patient care? No.